Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) glucose level at 512 [blood glucose increased] injector is not pushing the medicine, not working [device failure] case description: this serious spontaneous case from india was reported by a consumer as "glucose level at 512 (blood glucose increased)" with an unspecified onset date, "injector is not pushing the medicine, not working(device failure)" with an unspecified onset date, and concerned a male patient (born in the year 1977) who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", actrapid (insulin human) (dose, frequency & route used- 26 iu, qd (10, 8, 8 units)) from unknown start date for "product used for unknown indication", a non-novo nordisk suspect product insulin glargine (insulin glargine) (dose, frequency & route used- 24 iu, qd (night)) from unknown start date for "product used for unknown indication", patient's height: 171 cm. Patient's weight: 64 kg. Patient's bmi: 21.887. Medical history was not provided. On an unknown date in the morning, patient realized though he was taking medicine but the injector was not pushing the medicine. So in real sense from last couple of days, patient believed this was not working and noticed glucose level (blood glucose) at 512 (units not reported) not good. Until then patient reported that he will use one additional pen lying at my home. The patient did not changed diet or exercise level, insulin was stored at room temperature and the needle to the pen was attached in a 180 degree angle. Doctor changed the medicine to novopen. No the cartridge holder did not detached from the pen body accidentally or intentionally. Batch numbers of novopen 4 was requested. Batch number of actrapid was not reported. Action taken to actrapid was not reported. Action taken to insulin glargine was not reported. The outcome for the event "glucose level at 512 (blood glucose increased)" was unknown. The outcome for the event "injector is not pushing the medicine, not working (device failure)" was unknown.

Event description:
Case description: investigational result: novopen 4 - batch unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: annex b,c,d,g codes updated in the device tab. Final report checked in EU/ca device tab. Is non-reportable selected as no. Malfunction field updated to no. Final manufacturer's comment: 29-feb-2024: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of actrapid. Evaluation summary: novopen 4 - batch unknown no investigation was possible, because neither sample nor batch number was available.